Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient had a spinal cord stimulator and it didn¿t work. Stimulation never helped with the pain. It was noted that this was considered a sudden change in therapy/ symptoms. The event began prior to the patient getting an infusion pump which was in 2001.